Event description:
Additional information was received that the patient presented to the clinic for a follow-up approximately five weeks later. Pocket manipulation and isometrics were performed, and did not produce noise or out of range impedance measurements. No noise or events were seen in the arrhythmia logbook. Since the impedance and threshold measurements for the competitive rv lead remained stable, the physician has opted to monitor the patient.

Event description:
Boston scientific received information that during a routine device interrogation review of the daily measurements revealed that the pacing impedance on the competitive right ventricular (rv) measured greater than 2000 ohms one month earlier. It was noted that all other impedance measurements trended in the 600 ohm range. The other rv lead measurements were within normal limits and no noise was observed. The field representative stated that the patient will be brought back for evaluation, however no further follow-up has been done to date and the device along with the competitive rv lead remain in service. No adverse patient effects were reported

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.